Event description:
Additional information received reported that the patient was having a pocket revision surgery the day of the report because of the flipped battery. The patient programmer, recharger, and clinician programmer could still be used. The device was ¿not deep in skin and easy to palpate.¿

Event description:
It was reported that there was a coupling problem with the recharger. The patient reportedly had only been able to get 2 coupling bars since implant. It was noted that they have changed out antennas and rechargers and tried different positions and spacers with no better outcome. It was reported that an x-ray will be taken to verify that the device is not flipped. It was later reported that an x-ray was taken and it confirmed that the implanted device was flipped since implant. The physician was unsuccessful in trying to flip the device. The patient was instructed that recharge will be slow due to only being able to get 2 bars on the recharger. It was noted that a revision of the battery pocket site will be scheduled, however the date of the revision was unknown as of the date of the report.

Manufacturer narrative:
New information required the addition of new codes: (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).